Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurement increased progressively until it was greater than 2500 ohms. When the chronic device (h195) had reached elective replacement indicator (eri), it was explanted due to normal battery depletion. After the new device (p165) was connected to the rv lead, pacing impedance measurements were greater than 3000 ohms. All other lead measurements were appropriate. Therefore, the rv lead and new device remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.